Event description:
Reporter alleged discrepant blood glucose results of 104 mg/dl back to back with a result of 56 mg/dl when testing was performed 8 minutes apart on the aviva system. Customer stated he was experiencing hypoglycemic symptoms at the time so he self treated with food. No other actions taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.